Event description:
It has been reported to philips that while using a tempus pro monitor on the patient, the crew was unable to obtain an ECG. The crew at one point was able to position the ECG cable in the monitor port to momentarily see an ECG but it went away. The crew was never able to obtain any ecgs after that. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.